Event description:
As reported, during a thrombectomy for treatment of a deep vein thrombosis in the left leg, the hub of a flexor shuttle tibial guiding sheath separated from the device as the user attempted to unlock it from a female luer lock connecting tube. Access was obtained in the popliteal vein, and the access site was normal. The anatomy was not stenosed, calcified, or tortuous, and resistance was not encountered upon insertion or advancement of the sheath. No other devices were used through the sheath. The sheath was removed, and a new shuttle sheath was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.